Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a electroporation procedure a farawave 2.0 nav catheter was selected for use. During an electroporation procedure, while checking the device, the guide did not come out of the sheath, making it unusable and requiring the use of a new device. No clinical consequences for the patient. According to them this was not the first time this had occurred. The procedure was completed successfully by using different device, same model. No patient complication was reported. The device is expected to return for analysis.